Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. In addition, it was reported that the pump could not be charged. The customer's blood glucose was 153 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.